Manufacturer narrative:
The failure investigation has been completed and the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified. Additionally the alleged battery incorrectly displayed issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, the pump shut off unexpectedly. The customer's blood glucose ranged between 79-230mg/dl. The customer continued to use the pump for insulin therapy.